Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a problem and needed help using her patient programmer (pp). The patient stated she needed to change the program because for whatever reason the stimulation was going to the right side instead of the center. She needed to get it to the center because that was where it worked. The patient reported she slipped and fell on the ice and after that it seemed to move out of place. She indicated she was currently on p4, but she thought she accidentally changed it to four from p3. It was reviewed how to change back to p3. Patient services indicated she was still feeling stimulation sensation on the right side. The patient was directed to follow up with her doctor regarding her recent fall. No further complications were reported or are anticipated.